Event description:
It was reported that the ventricular lead exhibited loss of capture. Upon interrogation it was noted that the pulse generator initiated an autopolarity switch from bipolar to unipolar. Lead impedances in both unipo lar and bipolar were greater than 2000 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.